Manufacturer narrative:
Optical signal issue. About 419 hours into support, there was a drift seen in the ps, from about 85mmhg to about 20mmhg over the span of 38 minutes, and then it slowly drifts down over the course of 7 hours until the ps spikes to 3000 and it becomes unreliable. Based on the data logs, the root cause of the optical signal issue is most likely due to sensor wear within design life. Refer to the design traceability matrix (B)(4). Positioning issues: the clinical stated that the impella was repositioned from 6.8 to 4.9 from the aortic valve annulus. Due to ack of clinical details provided, the root cause of the positioning issues cannot be determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that a placement signal not reliable alarm occurred and the placement signal became absent.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, positioning issues were noted as the device was pulled from 6.8 to 4.9 centimeters from aortic valve annulus. It was further reported that the patient was successfully bridged to an left ventricular assist device.